Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: swelling, severe pain, decreased ambulation, difficulty with pt due to pain and swelling; left knee arthroscopy, lysis of adhesions, with short term relief, continues with pain and swelling, (performed by dr anderson). Dr anderson left practice and patient saw nurse practitioner who determined medial tibial plate showing signs of loosening. There is also a lucency/fracture line where the proximal posterior medial tibia meets cement. Hardware installed by dr anderson was an oversized tibial component (not calling out fracture for it is where the component meets cement, unclear if it is saying component fracture for just lucency and cement interface); dr czaplicki performed revision that was unsuccessful, pt continues with pain, extreme physical and mental anguish, and suffering. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# unk tibial component; lot# unknown. Item# unk femoral component; lot# unknown. Item# unk bone cement; lot# unknown. E1: full establishment name - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left tka approximately two (2) years and four (4) months ago. Subsequently, the patient underwent a mua one (1) month post-implantation for pain, swelling, and ambulation difficulties. Patient later underwent an arthroscopy procedure six (6) months post-implantation for continued pain and swelling as well as adhesions. Ultimately, the patient underwent a revision procedure approximately one (1) year post-implantation after the tibial component was discovered to be loose and oversized, per the patient's nurse practitioner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; a4; b4; b5; b7; d1; d2; d10; e1; g1; g3; g6; h1; h2. D10: item# unk sz d tibial component; lot# unknown. Item# unk sz d femoral component; lot# unknown. Item# unk 32mm patella; lot# unknown. Item# unk bone cement; lot# unknown. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. Attempts have been made to gather product ID information and no further info is available additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 1. Office visit: rom is not improving 18-80, global pain. Xr: medial tibial plate showing signs of loosening, lucency/fracture line where the proximal posterior medial tibia meets the cement. 2. Office note: concern for loosening of the tibial component with arthrofibrosis and painful tka with oversized tibial component. Dx: painful left tka, oversized tibial component, arthrofibrosis. Had a prior manipulation and continues with pain, tibial overhang region is the point of the tenderness, arthrofibrosis is limiting her rom. Spinal, nerve block. Approximately 7mm overhang medial and posterior medial abundant scar tissue no intra-op complications/events. The root cause of the previous investigation remains unchanged. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.